Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue. Eval confirmed and reproduced the reported symptom of "constant close door alarm" by reproducing a "close door" alarm while attempting to turn unit off caused by the door not being fully latched. Eval found the force required to secure door is above expected levels corresponding with the reported symptom. The failed door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. Any pt involvement, injury or medical intervention is unk.